Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon experienced multiple issues during an unknown procedure. Two clips at one firing, no clips at firing and cutting instead of stapling. The surgeon also mentioned that it was hard to use the device (strong resistance). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 15 conforming clips. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.